Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to a system interconnection flex cable that was not properly seated. The cable will be reseated to correct the report if the repair estimate is approved. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.